Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that stent dislodgment and migration occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 3.00x16mm promus element ¿ drug-eluting stent was selected and advanced to treat the target lesion. However, the stent separated from the balloon "easily" and migrated from the femoral artery to the "muscular arch". The procedure was completed by implanting another stent. The patient's status was "normal".

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent of the device was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. There were no issues with balloon inflation/deflation. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. A review of these specified parameters against the batch records for the crimped unit, highlighted no abnormalities. A visual and tactile examination found damage to the inner wire lumen was stretched within the area of the balloon chamber. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment and migration occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 3.00x16mm promus element drug-eluting stent was selected and advanced to treat the target lesion. However, the stent separated from the balloon "easily" and migrated from the femoral artery to the "muscular arch". The procedure was completed by implanting another stent. The patient's status was "normal".